Manufacturer narrative:
No prod returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the pump was put into shelf mode and the customer rec'd elevated blood glucose levels (approximately 300 mg/dl).